Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device underinfused. The reporter stated that the device operator was unable to adequately bolus anesthesia during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.